Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-06055, reference MFR report: 1627487-2016-06056, reference MFR report: 1627487-2016-06058 . It was reported the patient was experiencing pain at the right occipital area and ineffective coverage from her right supra-orbital lead. The patient underwent surgical intervention on (B)(6) 2016, where her right occipital and supra-orbital leads were repositioned. Stimulation coverage was checked in recovery and patient was happy with sensation and coverage.